Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of a light stroke and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported. On (B)(6) 2012, the patient experienced a light stroke. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis manifested by belly pain. Treatment was not reported. The patient's urine sample was taken to the emergency room (ER). The cause of the peritonitis was not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome of the stroke was not reported. An opinion of causality was not reported for the event of peritonitis. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers 12g18h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.